Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that she had device off after troubleshooting. She turned on and increased however she was not feeling anything after increasing. She had turned it up to 6.3v. During the call, patient did not have device on and she was not sure how it got turned off. Patient services reviewed the device had to be on in order to work. She started to get urge where she can't get to bathroom enough. She turned up to 8v and felt nothing. The event started a couple weeks ago. Patient usually ran at 2.5v.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.